Manufacturer narrative:
Correction g3: date received by MFR: change to 09/08/2021 (reported on initial report as 09/04/2021). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the solution bag and the red clamp line of an amia automated pd set with cassette. This occurred during use for automated peritoneal dialysis (pd) therapy. The connection issue was further described by the caregiver as they "connected the extraneal 7.5% to the red clamp line¿ and the bag disconnected from the cassette line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.